Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head had damage to the root coating of the cable under the boot and exposed internal wire. The issue was identified during setup of the device. There were no reports of patient involvement.